Manufacturer narrative:
The device sounded rough. The bearings were worn and the motor failed. A temperature test was performed and the following temperatures were provided; rear 120f, middle 170f and nose 258f. Internal parts of the device were replaced. The device was then tested to specifications.

Event description:
The customer reported the device overheated. There were no injuries reported as a result of this event.